Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that the manufacturer representative (rep) told them to call patient services (pss) since the communicator didn't seem to be holding a charge or stay on. Pt said that the communicator was not currently on. Pt said that they completely charged the communicator yesterday and now the communicator was dead again. Pt said that when charging the communicator the communicator lights normally came on. Pss had the pt connect the communicator to the charger and pt saw the blue and green lights flash green and then the green light was just solid. Pss understood that the communicator was fully charged. Pss walked the pt through resetting the communicator and then attempting communication with the handset. Pt said that they had been having a lot of trouble with the communicator and handset communicating. Pt said that the handset battery would normally last about a week and it basically did as the handset was currently at 9%. Pt then confirmed that communication was successful. Pt said that they saw the device was on and that the bluetooth light was lit up on the communicator. Pt said t hat their headache wasn't quite as bad now.  Pt said that the girl who programmed the device could never get it to where the therapy wouldn't make their right arm tingly. Pt said that they played with the handset up and down on the two programs but neither worked. Pt said that then hcp's office was closed so they just started at a different office with a new rep trying to get to a point where they could use the ins and not have headaches and their arm not tingly but right now they were dealing with headaches and their arm being numb. The troubleshooting steps that were taken on the call resolved the issue. A response was received from the patient regarding their complaint and reporting on setting a, when they move their neck, their arm tingles and feels numb. They state the cause of their issue is their device as they do not get these symptoms when their device is off and they are requesting an updated device. Issue was not resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.